Event description:
The customer stated the nurse hooked up the pencil to the generator, and the pencil was active, causing a small burn to the right thumb. No treatment was necessary. The pencil was hooked up to another generator, and it was again active.